Event description:
On (B)(6) 2011, pt underwent screening colonoscopy, under conscious sedation. While using ds ii polypectomy snare for electro-fulguration, the physician noted flame coming from the snare which dissipated immediately after energy was discontinued. No injury noted to colon mucosa per provider. Full pt disclosure done by provider. Bovie was taken out of service. Recommended new lot of polypectomy snares is used and return current lot for credit. Biomedical to evaluate the bovie. Report to kimberly clark on defective product. Dates of use: (B)(6) 2011, approx 10 minutes.